Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and three separated delivery accuracy testing were performed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation, delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The investigation recommended the pump expulsor to be replaced to bring the delivery accuracy closer to normal range. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump failed accuracy testing by -9.75%. This issue occurred while testing. There were no patient present at the time of the event. There were no adverse events reported.